Manufacturer narrative:
Consumer has not returned the product.

Event description:
Consumer alleges the controller overheated burning her sheets and comforter. There was not a report of injury with this incident.